Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was filed. The pump was returned, evaluated, and visually inspected. There was biomaterial in the purge gap and wrapped around the impeller. Based on the product returned and clinical details provided, the root cause of the low pump flow is most likely due to ingested biomaterial. The root cause of the optical signal issue cannot be determined as limited clinical information was provided and the data logs were not returned. As the relevant information regarding the vt/vf and the limb ischemia was not provided, the root cause could not be determined. Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation."

Event description:
The user facility reported a 59-year-old male was implanted with an impella cp device for mechanical circulatory support. While the patient was on impella cp support, the patient experienced limb ischemia in both lower extremities. Right lower extremity remained cool with no pulses at baseline. Heparin purge was continued due to concern for clot on outflow. Pulses were found to be good on both feet. Upon explant of the impella, a clot was found. Additionally, the patient had multiple episodes of ventricular tachycardia (vtach) overnight since p8 was dropped to p4 due to suction alarm. Throughout impella cp support suction problems persisted. Patient was monitored until impella cp device was successfully weaned and explanted.

Manufacturer narrative:
The device was returned and an evaluation is pending. Upon conclusion of the investigation, a supplemental report will be submitted with a summary of the results. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The pump was returned and there was biomaterial in the purge gap and wrapped around the impeller. The pump's 5s parameters were taken and the laser continuity test was performed. The placement signal unreliable alarm did not reproduce. No issues were found with the pump besides the ingested biomaterial. The root cause of the optical signal issue cannot be determined as sufficient clinical information was not provided and the data logs were not returned. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-09592. F6 and f8 should not have had entries in the initial report. G1 reporting contact email and g1 manufacturing site name and address updated.

Event description:
The complainant also reported that there was a placement signal not reliable.